Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust/dirt contamination and displayed error code e065 (stuck encoder a), e066 (stuck encoder b) and e055 (therapy queue full). The device was scrapped by the service center after the evaluation was completed.